Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was fractured 34.0 cm from the hub. The lantern was kinked approximately 39.0 and 132.0 cm from the hub. The lantern had multiple bends on its distal region. Evaluation of the returned lantern revealed a fracture in its proximal shaft. This damage is likely a result of forceful retraction against strong resistance. This is further supported by the necking seen at the fracture site of the returned lantern device. It is likely that when the guide catheter prolapsed in the ascending aorta, the lantern became kinked and pinned in this location. Subsequently, when the physician went to remove the lantern in order to perform a contrast injection through the guide catheter, it became fractured. Further evaluation revealed a distal and a proximal kink on the fractured portion of the lantern. The distal kink was likely a result of becoming pinned in the ascending aorta while the proximal kink was likely a result of the snaring process to remove the catheter. The bends on the returned lantern were likely incident and may have occurred during packaging for return to penumbra. The same model of rhv used in the complaint was also provided. No other non-penumbra devices cited in the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left vertebral artery using a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was not tortuous. During the procedure, physician placed a non-penumbra 6f guide catheter into the left vertebral and attached a non-penumbra rotating hemostasis valve (rhv) to the guide catheter. Next, the lantern was inserted through the rhv attached to guide catheter and into the target vessel without any resistance. The physician then deployed and detached four ruby coils into the target vessel using the lantern without an issue. Per the physician's standard practice, no images of the lantern's position were taken after the last ruby coil was implanted. Thereafter, the physician performed a hand injection through the guide catheter and saw that the other vertebral artery was filling. Upon further investigation, the physician noted that the guide catheter had flipped into the ascending aortic arch. Subsequently, the physician wanted to do a final run through the lantern as he could see that the tip of the lantern was still in position at the aneurysm. The physician then retracted the lantern back to perform the final run; however, upon retraction, the physician realized that the lantern was broken and disconnected approximately eight inches from its hub. Under fluoroscopy, the physician observed that tip of the lantern remained in the vertebral artery but that seventy percent of the remaining lantern was in the patient's heart. Therefore, the physician first attempted to snare the proximal end of the lantern but was unsuccessful; however, the physician was able to pull the lantern into the subclavian artery. The physician then used a non-penumbra catheter wrapped around the end of the lantern and was able to pull the lantern into the descending aorta. From that position, the lantern was snared and removed from the patient¿s body. There was no report of an adverse effect to the patient.